Event description:
It was reported that the hand piece was really hot. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
Updated with the new information received from the complainant which states that the device involved in this event of overheating is the evac 70 part number eica5872-01 instead of the controller part number 11155-59.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible that the customer observed vapor emanating from around the electrode and perceived that to be associated with overheating. Possible factors related to the manufacture of the device which could have contributed to the reported event includes: a saline leak inside the handle or an exposed wire that is sparking. The only way to confirm a problem, if any, is to investigate the handle of the wand.